Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was sticking. No additional information is available at this time. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. All of the keypad buttons were found to be respond appropriately to button presses. The keypad was removed and no button contact issues were found. Unrelated to the complaint, the display screen was found to be dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.